Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device-right distal"), seizure ("seizures") and cerebrovascular accident ("mass stroke") in a (B)(6) female patient who had essure (batch no. 758629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included dysmenorrhea and hypertension since 2010. Concomitant products included amlodipine (norvasc), hydrochlorothiazide, lisinopril from 2010 to 2016, medroxyprogesterone acetate (depo-provera) in 2011 and valproate semisodium (depakote) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and stress ("psychological or psychiatric problems condition: stress"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 6 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), vulvovaginal pain ("right and left pain near vagina") and intracranial mass ("mass stroke"). The patient was treated with fluconazole (diflucan), clobetasol and metronidazole (flagyl). Essure treatment was not changed. At the time of the report, the device dislocation, seizure, cerebrovascular accident, vaginal haemorrhage, menorrhagia, stress, dysmenorrhoea, ovarian cyst, vulvovaginal pain and intracranial mass outcome was unknown. The reporter considered cerebrovascular accident, device dislocation, dysmenorrhoea, intracranial mass, menorrhagia, ovarian cyst, seizure, stress, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patients right tube and left tube was cannulated with four coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; pregnancy test urine - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: correction due to discrepancy between coding action item and match point coder query: the event "mass stroke " splitted as "mass- cerebral mass effect". Pt changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.